Event description:
It was reported that during a surgical procedure at the user facility the device was producing metal shavings. It was reported that metal shavings entered the surgical site; however, they were removed using a hemostat, and complete removal was confirmed via x-ray. This caused a 60 minute delay to the procedure, in which additional anesthesia was administered. The procedure was completed successfully, and it was reported that antibiotics were prescribed.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility the device was producing metal shavings. It was reported that metal shavings entered the surgical site; however, they were removed using a hemostat, and complete removal was confirmed via x-ray. This caused a 60 minute delay to the procedure, in which additional anesthesia was administered. The procedure was completed successfully, and it was reported that antibiotics were prescribed.

Manufacturer narrative:
The reported event was not duplicated during the device evaluation. The device was found to have a loose drive link and a worn eccentric bearing. The device was repaired and returned to the user facility.